Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2011, the pt contacted animas and reported high and low blood glucose (bg) levels. They stated that for the previous 3 weeks, her blood glucose had been fluctuating. The pt indicated that on (B)(6), her blood glucose was 300 mg/dl. During the middle of the night, the pt claimed that her blood glucose dropped to 30 mg/dl and she felt shaky. The pt denied having symptoms of nausea, vomiting, shortness of breath, or ketones. She administered self-treatment by drinking orange juice. The pt mentioned that she was using new insulin and was changing sites appropriately. The pt was reportedly new to the pump. A review of the pump revealed that the insulin on board (iob) was set to 3 hours as opposed to 4 hours on her old pump. In addition, the pump's insulin sensitivity factor (isf) was set to "63" as opposed to 50 on her old pump. All other settings were reportedly correct. The tdd added up correctly. No associated alarms were noted. The bolus/basal history were confirmed. Suspends were confirmed by the pt and via the history menu. The animas representative advised the pt to consult with her health care provider regarding the differences in the pump settings. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that the developed a symptom of shakiness and obtained a blood glucose reading of less than 40 mg/dl while using the pump.